Manufacturer narrative:
The following devices were also listed in this report: unknown v40/c-taper adapter sleeve; cat# unknown; lot# unknown unknown accolade stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's left hip was revised due to pain (no other symptoms, diagnoses, or intra-op findings were reported to the rep.). A competitor shell and poly liner along with styker head and adapter sleeve were revised (stem stayed in patient) to a stryker trident tritanium shell with screws, adm/mdm liner construct, biolox head with adapter sleeve.